Manufacturer narrative:
Initial reporter name and address: full name of customer establishment is (B)(6) hospital. Device return evaluation was completed . Device evaluation found the image is flickering and leak was found with video cable due to hole/cut. No other leaks observed. Evaluation findings found the image is flickering, a temporary image loss occurred. The customer reported issue of no image could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely from the leak, causing a short circuit of the internal board and a faulty charge-coupled device. The following information is stated in the instructions for use (IFU): ¿1.4 warnings and precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.